Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, it was noticed that the q-fix sutures were unwound from the cleat and were not snagged by the cleat, while the anchor inserter was removed from the guide. The guide was removed and the suture strands did not appear to be attached to the anchor as strands easily came out in their entirety, as if cut by the inserter. The anchor body was left in the patient. The procedure was resumed after a non-significant delay, using a similar s+n backup device leaving no void in the patient. Patient is recovering well, normal expected and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. Bio debris is inside the tube. The tube bent. The cleat is fully extended. A functional evaluation revealed the rachet knob locked after deployment as a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, or suture contact with sharp objects. Based on this investigation, the need for corrective action is not indicated.